Manufacturer narrative:
Add'l info will be provided once investigation is completed.

Event description:
It was reported that the customer called to report an issue with a loaner and to request a new loaner be shipped to the account. It was further reported that during a case earlier in the day the device kept turning itself off. There was reportedly no harm to the pt involved, but there was an unk length of delay.